Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there's increased and high threshold and no capture on the right atrial (ra) lead due to dislodgement. The lead was capped and replaced. It was also reported there was battery depletion prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.